Event description:
Complainant alleged that during the incoming inspection of the product, the device intermittently displayed message code "defib fault 80". The complainant indicated that there was no pt involvement in the reported failure.